Event description:
It was reported that a communication and transmission issue was observed on the patient's transmitter. The patient was brought into clinic on (B)(6) 2022 for a follow up and a radio frequency (rf) chip anomaly was observed on the implantable cardioverter defibrillator (ICD). Adjustments were made to restore rf telemetry. There were no reported patient consequences.